Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 590 mg/dl, which was treated with a manual injection. The customer's father stated that he thought that there may be an issue with the insulin pump. The blood glucose reading lowered to 263 mg/dl by the next day. The caller stated that his daughter had been having high blood glucose levels for the past few days. He reported that the insulin pump was not as effective in treating the high blood glucose as manual injections were. Upon troubleshooting, all programming appeared to be correct per the caller's knowledge and no specific issues were found. The alarms in the device history were reviewed without any issue. The customer's father requested replacement of the insulin pump because he did not think that it was working properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.